Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a memory error for an integrated circuit. This virtuoso device, (B)(4), was returned after 73 months in service due to no telemetry c. The telemetry c was lost one year after it was implanted. The returned product analysis laboratory (B)(4) confirmed the reported problem. The device was submitted to the (B)(4) pal with the request to confirm the failure mechanism. Pal analysis confirmed the no telemetry c condition and determined that it was caused by a faulty d273 integrated circuit (ic). The d273 is the 0.6-micron cmos microprocessor ic used in the telemetry c circuitry. It is located within the hybrid¿s stacked chip scale package (scsp).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65, implantable tachy lead, implanted: (B)(6) 2001; 5076-52, implantable pacing lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the device had lost telemetry one year after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.